Event description:
Circuit can disconnect at the y junction and be impossible to reconnect. This device has a co-axial wire which telescopes on disconnection and will not retract. Reconnection is impossible due to this wire getting in the way of reunion of the male and female portions of the y connectors. This device failed during the induction of a pediatric surgery case. The pt became hypoxic for 1-2 minutes. The problem was solved by cutting the wire allowing reconnection. The pt was not harmed but could have been.